Event description:
It was reported that a pt experienced hypotension twice during a blood transfusion through the device. The first episode was during CABG surgery, from 98/40mmhg to 69/38mmhg. The second episode was the next day in ICU post-op, from mean 78mmhg to mean 64mmhg.